Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that for ca calcium their running averages for both qc and patient samples have been showing a drift. The customer provided the calcium results for 8 patient samples that were tested on 4 different analytical p module (modp) analyzers. Of the data provided, 1 patient result was a reportable malfunction. The initial calcium result was 7.6 mg/dl. The sample was tested at an outside laboratory and a calcium result of 9.2 mg/dl was obtained. The erroneous result was reported outside of the laboratory. There was no adverse event. The result from the outside laboratory was deemed to be correct. The customer mentioned qc and patient results for calcium have been showing this drift over the last few months for all 4 of their modps. The customer did not know which specific modp the above mentioned patient result was generated on. The customer stated that there has been 4 different lots of reagent used over the last few months. The 4 serial numbers for the modps are sn (B)(4). The customer stated that most samples were processed by modular pre-analytics system, but the customer did not know for sure if some samples may have been tested directly from the sample tube. The field engineering specialist found that calibrator for automated systems (c.f.a.s.) Lot 19883101 was the cause of the issue. He replaced the c.f.a.s. With a new lot, 26907201, and this resolved the issue resulting in qc and patient recovery shifting up. He verified system operation by performing calibration and qc.